Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's daughter reported the garment being too tight. The irritation was described as sores under the electrodes with some broken skin. There was no alleged device malfunction contributing to the irritation. The patient's home nurse provided (B)(6) wound cleanser and bandages to the area, the patient was also remeasured and issued larger garments. The irritation improved with the use of rubbing alcohol as recommended.